Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported needle to cuff miss was confirmed. The investigation determined the reported difficulties and noted kink appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report the following additional information was received. It was reported that an arteriotomy closure of the calcified left common femoral was attempted with a proglide device via a 7f sheath after an interventional angioplasty procedure. A new proglide was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information..

Event description:
It was reported that suture placement in the calcified left common femoral was attempted with a proglide device, using the pre-close technique, via a 7f sheath prior to an interventional angioplasty procedure. Reportedly, when removing the plunger the sutures came out loose. A new proglide device was used for successful suture placement using the preclose technique. The interventional angioplasty procedure was completed and hemostasis was achieved with the second proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.